Manufacturer narrative:
Updated section b5 and b7. Investigation is ongoing.

Event description:
As reported by our affiliates in germany, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the alignment was successfully done in a straight section. The balloon of the delivery system did not inflate during valve deployment. Consequently, the delivery system and the crimped valve were removed as a single unit, and a new system was prepped and used. The valve was successfully implanted. The patient did not suffer any injury and was finally discharged.

Manufacturer narrative:
Updated section h6-type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. The complaint for delivery system leakage was unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per provided information, there was presence of calcification in patient's landing zone. It is possible that calcified nodules within the landing zone could have impinged the balloon during inflation, compromising the balloon wall structure, potentially leading to the reported leakage. In addition, although alignment was reported to be performed in a straight section, provided information indicated presence of moderate/serve tortuosity in the access vessel. Tortuosity can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces increasing tension in the system, and forcing negative interaction between the crimped valve and crimp balloon. This would weaken the crimp balloon and potentially damage it if additional device manipulation was applied, contributing to the reported leakage. However, due to the limited information, a definite root cause was unable to be determined. Complaint history s for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in germany, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the balloon of the delivery system did not inflate during valve deployment. Consequently, the delivery system and the crimped valve were removed as a single unit, and a new system was prepped and used. The valve was successfully implanted.